Event description:
(B)(6) 1943, fell while participating in a session at (B)(6) clinic. Prior to the accident, (B)(6) had experience in use of treadmills. She had completed about ten pulmonary rehab. Sessions, at least half of which involved use of a treadmill, mostly the subject machine. She had also used a smaller treadmill for several months at home. On (B)(6) 2024, when she attempted to raise her treadmill's speed, the machine accelerated beyond her capability. Apparently, the "stop" device dislodged during the fall. Result: bruises, three broken ribs, trauma-induced blood clot and shoulder damage, including a humeral head fracture. Surgical repair was completed at (B)(6) hospital by means of a reverse total left shoulder arthroplasty on (B)(6) 2024. Following a ten-day hospitalization (discharge on day 11), patient is undergoing long-term recovery at home der family care, with in-clinic occupational and physical therapy. We feel that treadmills designed for general fitness applications are inappropriate and potentially unsafe, without modification, for clinical settings, I..e. When employed as a medical device serving physically compromised patients. Manufacturers should be required to modify machines so as to provide fail-safe speed governors. Likewise, health care procurement officials should insist upon such safety of their acquisitions prior to purchase. Supervision was not a factor in this accident. Verbal and written instructions were clear, and a "stop" device was provided. Nor, was the treadmill defective. Indications are that it functioned as designed. The fact that this accident occurred indicates that more safety controls need to be designed into equipment intended for use in medical applications. Users should not be able to activate a control by accident, or on purpose, that results in sudden acceleration.